Manufacturer narrative:
D334trg ICD, implanted: (B)(6) 2013: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed high impedance and possible fracture. It was also reported the left ventricular lead was placed in the anterior inter-ventricular vein and was not providing any left ventricular pacing benefit. The leads were removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.